Manufacturer narrative:
The suspect device was not returned to olympus for evaluation. Follow up with the user facility was performed by olympus to verify resolution of the reported problem; the user facility contact replied that they determined the likely cause was a non-olympus device and they would work with the manufacturer of the device to further troubleshoot/resolve the issue. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that images were dark when using a colonoscope with the olympus, model clv-190, evis exera iii xenon light source. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the reported device and duplicate the event, a definitive root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.